Event description:
The representative reported the patient had experienced headaches; the leads were positioned at c2, approximately. At follow-up in 2007, the patient reported a "new type of headache;" the pain was worse when the patient extended her neck. The physician attributed the discomfort to the leads. The patient had not been using the ins and she had let it discharge completely, the leads were removed leaving the ins implanted and the patient's headaches resolved. The physician suspected that the leads may have eroded through the dura. Additional information has been requested from the physician. Refer to MFR report #2182207200703261.